Manufacturer narrative:
Product analysis conclusion; the dilator returned loaded in the sentrant sheath. A kink was visible on the dilator tapered tip 4mm from the end of the tip. There was no further damage noted to the dilator. Slight resistance was noted loading the dilator into the sheath. The reported deformation in-vitro was confirmed through analysis. Ruler cal. # 801163. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A sentrant sheath was intended to be used in an unknown endovascular procedure.  It was reported that during the preparation stage, it was seen that the tapered tip of the sheath was bent. The issue was noted as the device was taken out of the box. The sheath was therefore not used. A new sheath was opened. It was confirmed the box and packaging were in normal condition. Per the physician the cause of the deformation was  a faulty sheath.  No additional clinical sequalae were provided and the device was never used in the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis # 706407493:one (1) image was received from the account. A kink was evident to the dilator tip. The reported deformation in-vitro was confirmed through image review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.